Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred. The customer's blood glucose level was 300 mg/dl. The customer delivered a bolus via the pump. Reportedly, the customer was able to clear the alarm and resume insulin delivery. The customer has levemir and novolog available as alternate insulin therapy.